Event description:
Customer reported a cartridge alarm issue, specifically cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the customer had not previously reported similar alarms with this pump. Customer was able to successfully load a cartridge and resume insulin therapy. The issue was resolved. Cts to replace pump. Customer will continue to use current pump.